Event description:
It was reported there were difficulties filling and aspirating the pump. The physician was able, with difficulty, to inject "only 7 mls" into the pump. He also reported difficulties draining the pump. He was able to remove "only 14 mls." The pump was never implanted in a patient.

Manufacturer narrative:
Upon laboratory arrival an x-ray was taken before the reservoir was accessed. Ten milliliters (ml) of fluid were aspirated when the reservoir was first accessed in the laboratory. The pump passed all non-destructive testing, with reservoir access issues encountered. The pump was then filled with 20 ml of sterile water, and aspirated a total of five times, with no problems encountered. The pump was then filled with 10 ml of sterile water, aspirated a total of five times, with no problems encountered. The reservoir access complaint could not be duplicated in the laboratory.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that prior to the pump implant procedure, the surgeon could not fill the pump. The surgeon experienced ¿a lot of difficulties to empty 4 or 5 ml of water.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.